Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 406 mg/dl. It was stated that the insulin pump was not set up correctly and the customer has been guessing at the numbers for the last few months. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.